Event description:
It was reported that a pump will not turn on using the "on/off" key. It was also reported that the error message "improper shutdown" could not be cleared because the "ok" key of the pump keypad is not functioning. The customer stated that no pt injury was reported.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found all keys inoperable except the 1st soft key, and found an automatic and constant output of the 2nd soft key caused by a failed input/output printed circuit board. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. The pump was able to be powered on by opening the door. The "improper shutdown" message was caused by the inability to properly shutdown the pump. The date of event is unk.